Event description:
It was reported that the web aneurysm embolization device was used to treat a patient with an anterior communicating artery (acomm) aneurysm. The device was deployed and placed successfully inside the aneurysm; however, it did not detach when attempted with the use of a detachment controller. Detachment also failed with use of a second detachment controller. The web was then removed from the patient body and the physician decided to treat the aneurysm with coil embolization. There was no injury to the patient, who was reportedly doing well.

Manufacturer narrative:
The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, postembolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
Additional information: d10 (date device returned), h11 (device evaluation). Investigation conclusion: the investigation of the returned web system found the implant separated from the delivery system, the proximal connector bent at the brown lead wire joint, and the heater coil windings stretched. The implant was not returned for evaluation. The heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The heater coil's forward and backward winds were found to be touching due to the stretching, resulting in the system to short, leading to the inability to detach as described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the bent proximal connector, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength.